Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the right ventricular (rv) leadless pacemaker (lp) exhibited stretched helix. The rvlp was not implanted and an alternate near at hand was implanted instead on (B)(6) 2025. There were no patient consequences.